Manufacturer narrative:
One flexiva 200 laser fiber was received for analysis. Visual examination of the returned laser fiber revealed that the exposed glass tip measured 3.5 mm and appeared unused. The fiber face within the sub miniature-a (sma) had two small black spots which were likely errant debris unrelated to the complaint. Three fiber pieces were returned. The first piece with sub miniature-a (sma) connector attached measured 237cm. The second piece with exposed tip measured 46cm and was fractured. The third piece was broken and measured 24cm. Damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on january 02, 2015 that a flexiva tractip 200 laser fiber was used during a left ureteroscopy with holmium laser lithotripsy procedure performed on (B)(6) 2014. Reportedly, there was no damage noted on the packaging. According to the complainant, during unpacking, the laser fiber was noted to be broken. The procedure was completed with a different fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on january 02, 2015 that a flexiva tractip 200 laser fiber was used during a left ureteroscopy with holmium laser lithotripsy procedure performed on (B)(6) 2014. Reportedly, there was no damage noted on the packaging. According to the complainant, during unpacking, the laser fiber was noted to be broken. The procedure was completed with a different fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.